Manufacturer narrative:
Correction: e1 (address), phone number, fax number) additional information: g3, h3, h6 medtronic conducted an investigation based upon all information received. The device was available for evaluation. No information re garding the specific customer issue that occurred with the device was available. Upon examination of the sample, it was found that the battery was vented. The most likely cause for the additional condition is a component failure. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d4 (UDI), g3 correction: h3 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. No information re garding the specific customer issue that occurred with the device was available. During the investigation the condition of vented batteries was detected. This condition has a potential for patient harm. Visual inspection of the opened handle found the battery was vented, wet with electrolytic fluid. Root cause of the observed vented battery was determined to be due to a component degradation. The cell venting is an integrated design feature of the cell that produces a discharge of the electrolyte fluid and renders the battery cell nonfunctional and non-chargeable when battery cell life has been exceeded. Device battery management enhancements have been implemented to extend battery life and enhance battery health monitoring. The most likely cause for this condition is a component failure. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: sigphandle, sig power sigphandle handle, (serial # (B)(6)); sigphandle, sig power sigphandle handle, (serial # (B)(6)); sigphandle, sig power sigphandle handle, (serial # (B)(6)); sigphandle, sig power sigphandle handle, (serial # (B)(6)); sigphandle, sig power sigphandle handle, (serial # (B)(6))". Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a bariatric procedure, the handle was not responding. The handle has been updated, rebooted and charged overnight but was not responding. A demonstration handle was used. There was no patient involvement. Product received without accompanying information. Medtronic's initial evaluation of the incident device found that both battery cells were vented.